Manufacturer narrative:
B5 - a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated iop and pigment dispersion. Lens remains implanted. Cause of event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
B5 - a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated intraocular pressure (lop), pigment dispersion glaucoma, and blurred vision. Medication was given. The cause of the event was reported as unknown. To the best of our knowledge, the lens remains implanted. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: iop elevation from baseline, pigment dispersion, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault and elevated iop and pigment dispersion. Lens remains implanted. Cause of event is reported as unknown.